Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e352 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, drive tube leak/break, centrifuge bowl leak/break and alarm #7: blood leak? (Centrifuge chamber), and no trend was detected for these categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
Customer called to report a blood leak on cellex instrument serial number (B)(4). Customer stated the blood leak occurred inside the centrifuge chamber. Customer confirmed the drive tube broke and the centrifuge bowl shattered during the procedure. An alarm #7 blood leak alarm occurred. Whole blood processed: 400 ml. Procedure was aborted and uvadex was not administered. The instrument's leak detector strip was damaged. Patient was reported stable. No pictures were taken and the kit was already discarded. Therefore, the kit cannot be returned for investigation. The patient was started on a new cellex procedure on a different cellex instrument.